Event description:
User experiencing discrepant calcium results since 2007. On two days later, had five pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 1: (female), initial result gave 10.0 mg/dl; repeat gave 8.9 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service rep found a hole in the high concentration waste line, and a partially obstructed waste valve. Replaced waste line tubing and cleaned waste valve.

Event description:
User experiencing discrepant calcium results since 2007. On two days later, has five pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 3: (male), initial result gave 9.3 mg/dl; repeat gave 8.2 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service rep found a hole in the high concentration waste line, and a partially obstructed waste valve. Replaced waste line tubing and cleaned waste valve.

Event description:
User experiencing discrepant calcium results since 2007. On two days later, has five pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 2: (male), initial result gave 10.6 mg/dl; repeat gave 9.7 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service rep found a hole in the high concentration waste line, and a partially obstructed waste valve. Replaced waste line tubing and cleaned waste valve.

Event description:
User experiencing discrepant calcium results since late 2007. On two days later, has five pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Patient 5: (female) initial result gave 9.7 mg/dl; repeat gave 8.8 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service rep found a hole in the high concentration waste line, and a partially obstructed waste valve. Replaced waste line tubing and cleaned waste valve.

Event description:
User experiencing discrepant calcium results since 2007. On two days later, has five pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 4: (female), initial result gave 10.2 mg/dl; repeat gave 8.8 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service rep found a hole in the high concentration waste line, and a partially obstructed waste valve. Replaced waste line tubing and cleaned waste valve.